Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver initialized without a manual restart. No additional event or patient information is available. No data was provided for evaluation. The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge was performed and failed due to the receiver not turning on. The receiver case was opened and passed a visual inspection. A receiver download was performed and a reboot receiver without user shutdown was observed. Confirmation of the complaint was confirmed. The probable cause could not be determined.